Event description:
During preparation for a coronary interventional procedure, inflation difficulties were encountered. A leak was noted at the distal portion of the surpass perfusion catherter wire lumen when peforming the flush at preparation. The device had no contact with the patient.